Manufacturer narrative:
The insulin pump had compromised force sensor system alarm during the basic occlusion test due to loose/protruded drive support disk. The insulin pump passed displacement test, self-test and unexpected restart error test. The insulin pump passed all operating currents tested within the specific range and passed off no power test. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, cracked on display window and minor scratches on display window noted. No moisture damage noted on electronics assembly. (B)(4).

Event description:
The customer reported via phone call that they received compromised force sensor system alarm during priming. The customer's blood glucose was unknown at the time of incident. The customer reported that the piston continued to move forward after contact with reservoir and the insulin squirted out. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.